Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No additional information was available.

Event description:
New information received that non- sustained ventricular oversensing episodes due to t-wave oversensing from (B)(6) 2018 through (B)(6) 2019. The patient was stable.

Event description:
New information noted that the device was reprogrammed. The patient was asymptomatic before, during, and after.